Event description:
It was reported that during implant procedure, the atrial lead port set screw was not engaging properly in the devices header. Increased impedance measurements were observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of setscrew issue was confirmed in the laboratory. Analysis found that epoxy was preventing the setscrews from fully engaging with the lead, resulting in the reported increased lead impedance measurements and difficulty connecting the lead to the device.